Manufacturer narrative:
H4: the lot was manufactured from june 13, 2022 to june 14, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name. E1: initial reporter address. E1: initial reporter city. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was ruptured during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.